Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported negative pressure at 42% complete. The patient interface was exchanged and the procedure completed with no patient harm.

Manufacturer narrative:
Review of the logfile of the treatment day shows that during the bed cut of the reported treatment shows that the user achieved valid and good values for suction 1 and 2, but suddenly the vacuum-values for the suction 1 and 2 dropped down. A warning message appeared and the treatment was aborted. After that, the user renewed the vacuum check, restarted the aborted treatment, and finished the treatment successfully without issues. According to the very good values for other treatments and also for the vacuum test the problem is not caused by the system. The reported problem can be confirmed and is caused by patient¿s eye movement. The system shows no deviation that can contribute the suction loss problem from the technical side. Patient¿s eye movement caused suction issue. The manufacturer internal reference number is: (B)(4).